Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating when plugged into a power source. The customer's blood glucose was 200 mg/dl. Reportedly, the battery gauge stopped fluctuating after leaving the pump plugged into the power source.